Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Event description:
During index procedure, the patient had two endeavor sprint drug eluting stents implanted in an unknown location. It is reported that approximately 30 months post index procedure, the patient suffered a stroke.